Event description:
The customer alleged visual alarm with no audible alarm. The reporter did not know why the vent was visually alarming. The customer's biomed dept inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that there was no audible alarm, and no malfunction may have occurred. There was no patient injury or change in therapy as a result of the reported malfunction.